Event description:
It was reported that after a transurethral microwave treatment (tumt) procedure, the physician confirmed his patient had developed a rectal fistula. Repeated attempted to contact the physician failed to reveal any further information.

Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis was conducted. The treatment files for this pt were requested; however, no files have been received at the time of this report. As no devices and treatment file were returned for analysis, it is not possible to determine the root cause of the event.